Manufacturer narrative:
Device details are unavailable at the time of this report, this report is submitted on june 06, 2017, (B)(4).

Event description:
Per the clinic, the patient underwent revision due to skin overgrowth on (b)(5) 2017. During the procedure, the skin was excised and a longer abutment was placed.